Event description:
Boston scientific received information that this lv lead had dislodged post implant. This lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. A dried blood or body fluid was noted in the lead lumen. The conductor coils were deformed from the terminal pin, most likely due to a grabbing tool. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. This could not be confirmed by visual inspection. This lead was clinically out of specification.